Manufacturer narrative:
(B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator and associated electrode were explanted due to infection. No additional adverse patient effects were reported.